Event description:
13 year old female with terminal lukemia receiving continuous infusion morphine @ 9mg/hr for pain control. Patient discharged to home with pharmacia-deltec cadd-pca pump containing 100ml of morphine 15mg/ml. First week at home uneventful. Medication cassette replaced at end of first week. Within 24 hrs. Patient was found to be in severe respiratory depression. Inspection of pump revealed that medication cassette had become dislodged. Allowing uncontrolled flow of medication to patient. Estimated that patient received approximately 1300 mg of morphine in less than 24 hrsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.